Event description:
It was reported the customer had physical damage to their insulin pump. Customer's mother reported there was a crack inside their battery compartment and above the backlight. The mother was unaware how the damage had occurred. It was also found the customer had a no delivery alarm while attempting to deliver insulin. The customer's blood glucose was 339 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed displacement, rewind, basic occlusion, occlusion,prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.